Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that the customer¿s adc freestyle libre sensor did not apply to the customer's skin. It was further reported that on (B)(6) 2018, the customer experienced symptoms of dizziness, sweating, and fatigue. The customer¿s wife administered a glucagon injection. There was no further third-party treatment or intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor patch and sensor applicator, no issues were observed. The applicator has been tested and passed all tests. The reported sensor pack has not been returned.extended investigation has also been performed and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver reported that the customer¿s adc freestyle libre sensor did not apply to the customer's skin. It was further reported that on july 22, 2018, the customer experienced symptoms of dizziness, sweating, and fatigue. The customer¿s wife administered a glucagon injection. There was no further third-party treatment or intervention. There was no report of death or permanent impairment associated with this event.